Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a severely tortuous and a moderately calcified proximal left anterior descending (lad) artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced to pre-dilate the target lesion. However, the balloon ruptured under rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was pinhole in the balloon wall 4.5mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context the manufacturing batch record review confirmed ts device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon ruptured during 1st inflation at 8 atmospheres and was completely removed from the patient.